Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device after incurring a traumatic injury in (B)(6), 2012. The report states that in (B)(6) 2013, the patient saw their physician after experiencing nausea and vomiting, and that the physician concluded the patient likely had a cold. According to the report, the patient¿s symptoms did not improve after taking cold medicine, and that they died. The report states that the cause of death is not known.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was later reported that there was no allegation that the product had malfunctioned. It is unknown if the device caused or contributed to the patient¿s death. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.